Manufacturer narrative:
Examination of involved nail manufacturing records indicated the implant was manufactured according to specification. The implant was not available to the company; thus, its physical examination was not possible. However, x-rays provided (of immediate post-op. And post nail failure) indicate the case involved a comminuted fracture and a non-union. Breakage of proximal femur nails is known and documented in the literature, with reported rates that range from 0.2% to 5.6% [1]. [1] johnson na et al., risk factors for intramedullary nail breakage in proximal femoral fractures: a 10-year retrospective review. Ann r coll surg engl. 2017; 99(2): 145-150.

Event description:
Proximal femur nail was implanted to treat a high sub-trochanteric fracture. Approximately 12 weeks post-operation, nail broke and was replaced with a different nail along with buttress plate.